Event description:
Anesthesiologist doing random check of wasted anesthesia gas in the or, discovered an opening in the rear of the machine. Wasted anesthesia gases were detected and measured from the opening. MFR notified and is providing tubing to connect the machine to the anesthesia machine's waste gas scavenging system.